Event description:
It was reported that during an unknown procedure the white tissue pad was broken. The breakage piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4 batch #: unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? -no. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the tissue pad was detached and not returned, with evidence of body fluids and tissue pad material present in the groove section of the clamp arm. The device was connected to an energy system and activated during functional testing, and disassembly revealed no anomalies in the internal components. A probable cause of the tissue pad damage is closing the clamp and activating the instrument without tissue present, or cleaning the pad not in accordance with the IFU, both of which can result in removal of the pad during use. Care should be taken not to apply pressure between the instrument blade and tissue pad without tissue between them, and the clamp arm should be kept open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot c80031, and no non-conformances were identified.